Event description:
Information received by medtronic indicated that the customer received experienced hyperglycemia with a blood glucose value of 400mg/dl at the time of the event. Also reported a customer had an open book image alarm. Troubleshooting was performed. The auto mode feature was active at the time of the event also, the pump was used within 48 hours of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No blank display noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, moisture damage on pcba 2, corroded force sensor and moisture damage on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2023 01:34:55.000 and on (B)(6) 2023 01:44:00.000 due to corroded force sensor. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the following were noted during visual inspection: minor scratched display window, scratched/peeling display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. No damage noted on the original battery cap. There was no data listed on the event date (B)(6) 2023. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2023 due to no data available. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 02:43:40.000 alarm alert notification (40) fault number: sensor error alert (801) (B)(6) 2023 10:13:41.000 alarm alert notification (40) fault number: sensor error alert (801) (B)(6) 2023 11:19:00.000 alarm alert notification (40) fault number: lost sensor 1 alert (780) (B)(6) 2023 11:40:00.000 alarm alert notification (40) fault number: lost sensor 2 alert (781) (B)(6) 2023 23:24:52.000 alarm alert notification (40) fault number: sensor error alert (801) (B)(6) 2023 01:34:55.000 alarm alert notification (40) fault number: broken force sensor error (35) (B)(6) 2023 01:44:00.000 alarm alert notification (40) fault number: broken force sensor error (35) (B)(6) 2023 01:57:35.000 alarm alert notification (40) fault number: battery removed (84) pump was received with a critical pump error (open book image) alarm. Unable to test for sensor error alert (801), and lost sensor alert (780) due to critical pump error (open book image) alarm. Pump error 35 was found in the pump history file. Sensor error alert (801) unknown. Lost sensor alert (780) unknown. Pump error 35 confirmed. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.